Manufacturer narrative:
Product analysis : analysis confirmed the reason for return. The device shuts down; causing a system error and error codes. Link electronic module (lem) board spacer is broken. Spacer replaced. The cord bay is damaged. Cord bay replaced. Upper and lower bullets missing. Bullets added. Keyboard space bar broken. Right keyboard slide broken. Keyboard and keyboard slide replaced. Lower and upper pin pulse code modulation (pcm) slot (cardbus socket) is broken. Pcm slot replaced with a salvage part. Lower hinges plate broken. Lower hinges plate replaced. Touch screen liquid crystal display (lcd) was out of calibration. Touch screen re-seated and calibrated. Software re-installed and updated to newest version. Device is cleaned. Passed all electrical safety tests. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power up. The status of the programmer was not known. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.